Event description:
As reported, a 6/7f mynx control vascular closure device was used with successful deployment with no issues during the case. However, the patient was hypotensive throughout the procedure. Upon discharge, as the patient left the hospital facility, the patient experienced a syncopal episode and was transported to (B)(6) medical center. There she received a CT scan that revealed that the patient was actively bleeding at the puncture site. The patient was then transported to (B)(6) medical center, where a physician performed a cut down procedure to find pulsatile blood flow coming through the center of the mynx sealant. The site was sutured by the physician and the patient was discharged days later from the ICU floor. The patient has multiple comorbidities. The mynx control vcd used in the initial procedure was stored and prepped according to the instructions for use (IFU). The user was trained in the use of the mynx. There were no difficulties or issues during use of the device that led to the mentioned events. Heparin was used during the procedure; however, the dosage is unknown. The vessel did not have stenosis >50% at or near the puncture site. There has been no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. The device will not return for evaluation, as it was discarded.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynx control vascular closure device was used with successful deployment with no issues during the case. However, the patient was hypotensive throughout the procedure. Upon discharge, as the patient left the hospital facility, the patient experienced a syncopal episode and was transported to (B)(6) medical center. There she received a CT scan that revealed that the patient was actively bleeding at the puncture site. The patient was then transported to (B)(6) medical center, where a physician performed a cut down procedure to find pulsatile blood flow coming through the center of the mynx sealant. The site was sutured by the physician and the patient was discharged days later from the ICU floor. The patient has multiple comorbidities. The mynx control vcd used in the initial procedure was stored and prepped according to the instructions for use (IFU). The user was trained in the use of the mynx. There were no difficulties or issues during use of the device that led to the mentioned events. Heparin was used during the procedure; however, the dosage is unknown. The vessel did not have stenosis >50% at or near the puncture site. There has been no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. The product was not returned for analysis. A product history record (phr) review of lot f2216502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿acute haemorrhage¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Access site hemorrhage after a catheterization procedure are known complications and is listed in the product¿s instructions for use (IFU) as such. Haemorrhage is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.